Manufacturer narrative:
Cont e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿axillary adenomegaly.¿

Event description:
Healthcare professional reported "pain, mass in upper quadrant, axillary adenomegaly, rupture, increase of volume", "nodule", and "capsular contracture baker grade ii" confirmed via ultrasound. This record is for the right side. Device was explanted.